Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the report condition of "4b-2 device not powering on" was confirmed during field service engineer testing and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported a char mark where pyxibus cable in main rubbed against a sharp frame of a cubie drawer. The fse replaced it and performed a test. The report was closed. During dchu visual inspection: p/n 120547-01: the "assy cbl pyxibus 6 drawer" was received with exposed copper strands and black marks. During dchu testing: p/n 120547-01: no further tests were deemed necessary due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty "assy cbl pyxibus 6 drawer" due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed to power on. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the device not powering on was due to a damaged pyxibus cable with exposed copper strands and thermal damage caused by friction against the chassis there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was powered off. The field service engineer (fse) determined that the failure was caused by a char mark where the pyxibus cable in the main assembly had rubbed against a sharp frame of a cubie drawer, leading to a short. The damaged area was addressed, and the device was tested in the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed to power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.